Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited loss of capture. An x-ray revealed that the lead had dislodged. The lead was capped and replaced. The patient was noted to be in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.